Event description:
It was reported to philips that the system could not start up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the host pc disk light was inactive, and a battery voltage test showed a reading of 1.8v. The fse replaced the host pc battery to resolve the issue and restored normal operation. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.